Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 172 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 158 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017 a back to back blood test was performed by the customer fasting and produced test results of 85 mg/dl and 94 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/17/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Customer is concerned with high readings. Result of concern is 172mg/dl fasting.